Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. Corrected data d4: UDI#. D4: batch # 660a16. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. No battery was received. Only the anvil half washer was received and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 660a16, and no non-conformances were identified.

Event description:
Per user facility medwatch form #mw (B)(4), during the colostomy takedown procedure, an anastomosis was attempted utilizing a "stapler circular powered 18cm shaft 29mm" ref #: cdh29p. The device malfunctioned, the anvil and handle would not connect. From operative report: stapler malfunction resulting in rectal perforation with no anastomosis yielding an eventual anastomotic leak. What was the original intended procedure? : laparoscopic lysis of adhesions x 90 minutes laparotomy with partial colectomy (partial proctectomy performed by dr.) Coloproctostomy diverting loop ileostomy primary repair of incisional hernias modifier 22 for extreme difficulty due to adhesive burden and complications of stapler's inability to fire. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known; preexisting characteristics that may have contributed to the event: diabetes; morbidly obese.

Manufacturer narrative:
(B)(4)./ date sent 10/1/2024 b3: exact date is unk. Assumed first day of the month. H6: health effect ¿ clinical code gastrointestinal system (e10) d4 batch # unk mw (B)(4). . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Was the device with the alleged malfunction utilized in the surgery? How did the device malfunction cause or contributed to the rectal perforation? Was the device fired? If no anastomosis was performed, why was that decision made? Please provide a detailed sequence of events to clarify what was done and what happened. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.